Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system did not power up. Upon troubleshooting fse found that the system was unable to power on due to the absence of multiple power sources and voltage drops that fall below the required specifications in various sections of the m cabinet. To resolve the issue, fse replaced the power supply. The defective power supply was returned to philips for analysis and found the electrical defect. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system would not power up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.